Event description:
The customer reported that sometime during (B)(6) (did not have an exact date) he had a blood glucose level between 300-400 mg/gl. When he removed the pod, he noticed that the cannula was kinked. The pod was worn between 24 and 36 hours. The customer was using u-500 insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.